Manufacturer narrative:
Analysis summary: at analysis it was determined that the stylus and the cursor were not aligned and therefore the connection between the overlay and the xy board was reseated and the stylus was calibrated. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair. No further information available at this time. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.